Event description:
A report was received that states tha the inflation line detached from the tracheostomy tube after 1-2 days in situ. There was no report of incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.